Event description:
The reporter stated some mtc-60c fp cartridges were too tight while loading silicone single piece lenses, and the lenses felt tight. There was no pt contact or injury.

Manufacturer narrative:
(B) (4) (cartridges tight), (lenses felt tight in cartridge). Cartridge lot number search. Results: a cartridge lot number search was performed, and no similar complaints were found within the lot search. Conclusions: based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B) (4).